Manufacturer narrative:
B3: date of event - is estimated as the exact event date in 2015 is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a 19mm epic supra valve was successfully implanted in a patient with a bicuspid aortic valve, along with an ascending aortic replacement and coronary artery bypass graft. The native valve had a diameter of approximately 21mm. The leaflet tissue was not manually manipulated or handled with any unprotected forceps or sharp instruments. On an unknown date in 2015, it was noted via echocardiography that the patient had mild aortic regurgitation with a peak aortic jet velocity (vmax) of 3.5 m/s. On an unknown date in 2023, the patient had mild aortic regurgitation with a vmax of 3.18 m/s. On an unknown day in (B)(6) 2024, the patient had moderate aortic regurgitation with a vmax of 4.3 m/s. On an unknown day in (B)(6) 2025, the patient had moderate aortic regurgitation with a vmax of 4.1 m/s. The patient began experiencing subjective symptoms such as dyspnea. On (B)(6) 2025, the decision was made to explant the 19mm epic supra valve and replace it with a new 21mm epic plus supra valve. Analysis of the explanted valve, revealed that the cause of aortic stenosis was from pannus formation on the inflow side of the valve. A circumferential pannus approximately 2¿3 mm extending from the stent toward the valve leaflets was observed. The pannus was removed and discarded. The cause of the aortic regurgitation was due to a hole center of the valve leaflet. The cause of the hole in leaflet of the 19mm epic supra valve is attributed to physical stress and the valve itself. The cause of the pannus is unknown. The patient was in stable condition at the time of report.

Manufacturer narrative:
Explant approximately 12 years post implant due to dyspnea, aortic valve stenosis, aortic valve insufficiency, pannus, and torn cusp was reported. The investigation into the returned device revealed tears in cusp 1 and two, marked thinning and loss of collagen fibers, cusps 1 and 2, degenerative changes in cusp 3, microcalcification in cusp 1, and torn cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The reported pannus formation could not be confirmed during analysis of the returned device, as it had reportedly been removed prior to submission. The cause of the reported stenosis is likely related to the reported pannus formation. However, the cause of the reported pannus formation could not be conclusively determined. The cause of the reported aortic valve insufficiency is likely related to the observed cusp tears. The cause of the tear could not be conclusively determined; however, the reported pannus formation had the potential to induce increased stress on adjacent cusps and create an unbalanced stress relief distribution between all cusps during coaptation, leading to cusp tears and reduced durability. Thinning and loss of collagen fibers observed in the cusps may have also played a role in the cusp tears. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.